Manufacturer narrative:
A review of the device history record was not performed during this investigation as the lot number was not received with the complaint. All device history records are reviewed and approved by quality prior to release of product. Because there was no lot number, a date of manufacture could not be determined. This product was being used for treatment. Two valves and a part not made the supplier were received and a visual inspection and functional test were performed. The samples were received in a plastic bag and it was observed that the valves were attached to the set. The samples (still in the bag) were sent for gamma sterilization in order to decontaminate the flow path. After returning from gamma sterilization, it was observed that the two valves were disconnected from the set. Since the products were not removed from the bag during initial receipt or during gamma sterilization, it is likely that the valves were loosely connected prior to being received by the supplier. It is possible that the valves were shaken loose due to transportation/handling during the gamma sterilization process. This cannot be confirmed. The products were tested by simulating field use based on the complaint event details. Prior to performing the test it was ensured that the valve/line interface was tightened fully. The valves were reattached to the set and each valve was tested individually by attaching a mll syringe and blocking the other valve. Attaching a syringe will pressurize the set and if there is a leak in the set, it can be observed if fluid is seeping out. Fluid/water was pushed through the valve and no visible leakage was observed for either of the valves. Once fully attached to the extension set, the complaint sample did not leak. If the complaint sample was loosely attached (about a quarter turn away from full thread engagement) some leakage was observed at the valve/line interface. The valves on the set were visually inspected under magnification and no damage was observed. This complaint will be considered as unconfirmed. A possible root cause is that the valves were not fully tightened prior to use as the valves are not bonded onto the set. A loosely connected valve will leak when subject to flow resistance. A valve that visually appears to be tight (a quarter thread from full engagement) is still loose enough to allow leakage. The instructions for use included with the product state that the user must inspect the product prior to use. Since the root cause could be not be confirmed as originating from the manufacturing process, no corrective or preventive action is planned at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
An investigation is currently under way. Upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2017 that a customer had an issue with a micro bore bifurcate set. The customer states the bifuse was applied, and the caps tightened after removing it from the packaging. IV fluids (d% 0.45 ns @ 70ml/hr) were started 1/2 hour later. Then, 4.5 hours after the fluids were started, the rn aspirated for blood return through the bifuse, flushed the line with ns and started the patients chemotherapy. Within a minute or two, the nurse noticed a few drops of pink-tinged fluid dripping on the patients blanket. (It is likely the fluid was pink-tinged as a result of the blood check.) The nurse stopped the infusion, replaced the bifuse with a new one, and restarted the chemotherapy without further incident.